Event description:
The facility reported an overinfusion found during biomed testing. The device was over by .02100 ml. There have been no incident reports filed since the last baxter service event. No additional information.